Event description:
The account stated that the clinical chemistry ict reagent is generating discrepant results for the sodium (na) results. The result was 115 but when retested, the result was 150 (units of measurement was not provided). The qc was within range. The account stated that the potassium and chloride results were "ok". There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Describe event or problem, the initial MDR stated that the clinical chemistry ict reagent is generating discrepant results. This statement is incorrect. The correct issue is " the account stated that the "architect c8000 analyzer" is generating discrepant sodium results". An investigation is still in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: no system failures identified. The complaint states that patient values for sodium are now running too high, approximately 150, which were previously running about 115. Potassium and chloride values are ok. No instrument issues were identified. The issue was considered to be the result of improper sample handling by the customer as the issue was previously discussed with the customer, but no specific details were provided. Review of returned field data verified the low initial results and the high repeat results. The architect system operations manual contains adequate troubleshooting information for inconsistent results and requirements for specimen handling. The current rate for architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect c8000. No adverse trends in association with the complaint issue were identified. The architect system operations manual provides troubleshooting assistance in section 10: troubleshooting and diagnostics; subsection: observed problems; erratic results, poor precision - ict results" including probable causes and corrective actions. The manual advises the operator to contact area customer support if the listed corrective actions fail to resolve the problem. Requirements for handling specimens are discussed in section 7. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module related to the issue under investigation. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.